Event description:
It was reported that pairing failure occurred. No product or data was provided for investigation. The allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4).